Event description:
A report was received that a patient underwent a pocket revision procedure. During the procedure, the device was moved to a more comfortable location. The patient was reportedly doing well following the procedure.